Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited p-wave amp variation. It was also noted that the lead exhibited no sensing however, a few pmt detections did note atrial sensed events. Further information was requested, however was not provided. The patient was in stable condition.